Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(6); batch: 5145149. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 23573969. Product family: dbs-lead fixation; upn: m365db4600c0; model: db-4600c; serial: n/a; batch: 23609598. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7099902. Product family: dbs-extension; upn: m365nm3138550; model: nm-3138-55; serial: (B)(6); batch: 7099940. Product family: dbs-ipg-r-MRI; upn: m365db12160; model: db-1216; serial: (B)(6); batch: 536133.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant of the right lead due to the lead being exposed externally and suspected infection. The patient was administered antibiotics. The explanted device was disposed of by the medical facility, additional information was received that clarified that the exposed right lead and part of the right lead extension were explanted on (B)(6) 2023. The remainder of the partially explanted lead extension and the remaining system devices were explanted on (B)(6) 2023 as a prophylactic measure and a new system was implanted. The explanted devices were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 5145149.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant of the right lead due to the lead being exposed and suspected infection. The explanted device was disposed of by the medical facility,